Event description:
It was reported to boston scientific corp in 2008, that a hydratome rx sphincterotome device was used for an endoscopic retrograde cholangiopancreatography (ercp) procedure. According to the complaint, when the sphincterotome "entered out of the scope the orientation was incorrect. The product was taken out of the scope and they tried to twist the tip of the sphincterotome back to the original shape but the sphincterotome would not go back to the original orientation." The procedure was completed with a cook device (product unk). There were no pt complications reported as a result of this event. The pt's condition at the conclusion of the procedure was reported to be "stable".

Manufacturer narrative:
The device has not been returned. A device eval is not available; therefore, the cause of the reported malfunction is undetermined.